Event description:
Reprise iii study it was reported that moderate paravalvular leak occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient did not receive any loading doses prior to index procedure. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed.the native aortic valve was treated with deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Event summary: during the 48-month follow up protocol scheduled visit, transthoracic echocardiogram (tte) assessment revealed moderate paravalvular leak. No information available regarding the aortic regurgitation treatment and patient update has been provided.

Manufacturer narrative:
The valve remains in use and so was not returned. The angiographic media was reviewed by a bsc quality engineer. Following two partial resheaths the lotus valve is locked and released in the annulus. During the final contrast assessment into the right coronary artery a mild paravalvular leakage is observed at the left coronary side. A review of the echocardiographic media files 48 months post-index procedure was performed by a bsc medical safety director. The echo shows indeed moderate pvl leak which seems to be toward the commissure of lcc/rcc; there seems to be also a calcification in the same location. The severity is moderate.

Event description:
(B)(6) study: it was reported that moderate paravalvular leak occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient did not receive any loading doses prior to index procedure. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. Event summary: during the 48-month follow up protocol scheduled visit, transthoracic echocardiogram (tte) assessment revealed moderate paravalvular leak. No information available regarding the aortic regurgitation treatment and patient update has been provided.